Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced issue with infusion 4 sets adhesive on (B)(6) 2024. The tape fell off from the skin after the patient took the shower. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4. E1: patient city: (B)(6). Patient country: united states.